Manufacturer narrative:
Examination of the returned product confirmed the reported event. It was confirmed that the complaint sample was oriented properly and correctly implanted. A search of the complaint database did not show any other reports against the product and lot combination. The investigation concluded the products were processed incorrectly. All current actions will be documented through (B)(4) (pointing to mdd CAPA # (B)(4) for complete investigation). Depuy considers this investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The indication medial is wrong on the implant. This is not at the correct place. Picture 1 : the trial is on the left side. On the right side is the implant. On the trial, the word medial is written on one side of the sleeve which corresponds to the medial side of the sleeve. But if you look at the implant, the word medial is not written on the medial side, its on the other side. If you look at the bottom of the sleeve you see that on the trial, the parts are shorter that on the implant. On the implant there is a big part in the middle. On the second picture, you see that the swinging of the trial and of the implant are the same. If you look at the inscription, you'll see that on the trial, there is medial but not on the implant. On the implant should be medial written.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.